Event description:
It was reported that while using the bd autoshield duo¿ pen needle it was difficult to operate. The following was recieved by the initial reporter: product problem report; problem information: **cite customer ref# (B)(4)** spring loaded mechanism did not engage after attempting to inject patient with insulin pen despite applying consistent downward pressure for 10 secs. No adverse event reported.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that while using the bd autoshield duo¿ pen needle it was difficult to operate. The following was recieved by the initial reporter: product problem report. Problem information: cite customer ref#(B)(4) spring loaded mechanism did not engage after attempting to inject patient with insulin pen despite applying consistent downward pressure for 10 secs. No adverse event reported.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.